Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, granuloma.

Event description:
Patient reported left side several linear lines hyper echogenic compatible with folds¿ and ¿neoplasia of breast¿, ¿keyhole sign in the left prosthesis compatible with intracapsular rupture and extracapsular nodules with silicone signal compatible with extracapsular rupture, intramammary node, and capsular contracture baker grade iii. Patient additionally reported detection of a carcinoma in left breast not related to the device. The device has been explanted.